Event description:
It was reprted that during a gastrectomy procedure, some staples were found in the instrument after having completed the procedure. No further outcome. No further info available. There was no adverse pt consequence.

Manufacturer narrative:
D4: serial#=na.